Manufacturer narrative:
Investigation included remote troubleshooting and user education. Investigation of this case revealed that the pump and sensor paired successfully after restart and rescan, and the subsequent sensor error was attributed to the cgm sensor. It was concluded that the ilet pump functioned as intended and that the issue was related to the cgm sensor performance.

Event description:
It was reported that a user¿s libre 3+ sensor was not pairing to the ilet pump, and customer support guided the user to restart the pump and rescan the sensor, after which pairing succeeded; the user then saw a sensor error alert and was advised to wait for readings to resume or contact the sensor manufacturer for further assistance. Symptoms included a sensor error with unavailable glucose readings. Outcomes included temporary loss of sensor data.